Event description:
It was reported that the patient with this right ventricular (rv) lead experienced pacing inhibition of greater than two seconds and inappropriate anti-tachycardia pacing (atp) due to non-physiologic noise oversensed by the device. Multiple other non-sustained events showed the same non physiologic noise and inhibition of pacing. Information was reviewed by a boston scientific technical services consultant and a lead revision was suggested. At the same time there is no evidence to suggest a lead revision has been performed. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).